Event description:
On and off eye infections for a period of 6 weeks until complete discontinuation of use. Infections included burning sensation, extreme redness, discharge, itching and irritation. Continued for up to 5 days after not wearing contact lenses soaked in solution. Changed to new contact lenses after each breakout cleared up. The same reactions would occur. Complete discontinue of use in 2007. Still have some continuing eye irritation, redness and discharge. Will be visiting the eye doctor within 1-2 days. Dates of use: two months in 2007. Diagnosis or reason for use: to cleanse contact lenses. Event abated after use: yes. Event reappeared after reintroduction: yes.